Event description:
The manufacturer received a report alleging that a trilogy evo ventilator displayed a ¿vent inop¿ message and experienced modem failures. The device serial number was not provided. No patient harm or injury was reported in association with this event. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.